Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer reported that their blood glucose levels were impacted; no specific bg values were provided. The occlusion alarms occur every two days and the customer believes that there are times that the pump occludes and does not declare an occlusion alarm. No infusion set site issues were observed during the occlusion alarms. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. The customer reported that manual injections would be used for insulin therapy.